Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the proximal reamer won't disconnect from adapter. Therefore the drill stop cannot be taken off as well. Surgery time was not delayed.